Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage was noticed. The 80% stenosed, 30mm in length, severely calcified, de novo, target lesion was in the proximal left anterior descending (lad) artery. The lesion was pretreated with a 2.5 rotablator and predilated with an unspecified 4.5 balloon catheter. The physician attempted to advance a 5.0x32mm taxus liberte drug eluting stent (des) to treat the target lesion but the device would not adequately cross the left main trunk despite "multiple" attempts. The device was removed and the stent struts appeared damaged. The procedure was completed with another of the same device and the implant of one 4.0x32mm taxus liberte des. There were no patient complications reported with the patient's current condition listed as "stable".

Manufacturer narrative:
Device analysis: visual and microscopic examination found that the proximal edge of the stent was damaged. Struts on the stent rows one and two from the proximal edge were raised proximally over the proximal markerband. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be operational context.